Event description:
The customer reported via phone call that they were in emergency room due to diabetic ketoacidosis on unknown date with unknown blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.